Manufacturer narrative:
The expiration date of the reagent was provided as "nov 2023". The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present as the qc prior to the event was within range.

Event description:
There was an allegation of a questionable cortisol g2 elecsys results from the cobas 6000 e601 module. The initial result was 1.64 nmol/l and the repeat result was 234 nmol/l.. No information was provided to determine if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). An air purge check was performed on all the probes. During operation, the analyzer did not show any sign of water dripping. When cleaning the sample probe, a small fragment of dried sample was found. Precipitation was also found on the procell/ clean cell cups and supply nozzles. Cleaning was performed. Sample repeatability and quality control were performed and were acceptable. Based on the calibration and qc data, there was no indication of a reagent issue. The investigation is ongoing.